Manufacturer narrative:
Additional information was received that indicated the patient has friable tissue. During the surgical repair additional dissections occurred. The patient died the same day as the valve implant procedure as a result of the annular rupture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex in a hospital specimen jar in small amount of cloudy red solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact. Imprinting was observed on leaflet 1 ( l1). Leaflet1 (l1) appeared partially closed. Leaflets 2 (l2) and 3 (l3) were in the open position. All commissures appeared intact. The valve was submerged in cold saline for 5 minutes to perform simulation. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts; no anomalies were observed. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the bioprosthesis frame. The capsule was fully advanced over the bioprosthesis; there were no visual or tactile anomalies noted. The valve was deployed in a warm saline bath (37°c) where an inflow crown overlap was observed. The crown overlap appeared to resolve approximately between the 2nd and 3rd nodes. The deployment of the valve was completed; valve exhibited full dilation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve was returned to medtronic for analysis. The device was received via (B)(6) in a hospital specimen jar in small amount of cloudy red solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact. Imprinting was observed on leaflet 1. Leaflet 1 appeared partially closed. Leaflets 2) and 3 were in the open position. All commissures appeared intact. The valve was submerged in cold saline for 5 minutes to perform simulation. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts; no anomalies were observed. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the bioprosthesis frame. The capsule was fully advanced over the bioprosthesis; there were no visual or tactile anomalies noted. The valve was deployed in a warm saline bath (37°c) where an inflow crown overlap was observed. The crown overlap appeared to resolve approximately between the 2nd and 3rd nodes. The deployment of the valve was completed; valve exhibited full dilation. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. Vascular injuries, such as dissection, rupture, and death are known potential adverse patient effects per the device instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, it was reported that the patient had a heavily calcified native valve annulus and leaflets, which could have contributed to the infolding. In addition, the patient had friable tissue that could have contributed to the dissection and rupture and death of the patient. Based on the limited information available, the root cause of the injury and death cannot be determined and the relationship to the valve could not be established. This event does not indicate device misuse or malfunction. Trends for this event type have been assessed and have been reviewed in the product quality meeting (pqm) and no further action is recommended at this time. Qa will continue to monitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was received; the analysis is in progress. Conclusion: following completion of the investigation, if additional information is received a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a patient with heavily calcified native valve annulus and leaflets, a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm non-medtronic balloon. The valve was deployed and an infold to the top of the fourth node of the valve frame was reported. A post-implant bav, one inflation for eight seconds, was performed with an 18mm non-medtronic balloon and resulted in a dissection of the sinus of valsalva. The procedure was converted to an open surgical procedure; the valve was explanted and a surgical valve was implanted. It was reported the valve was loaded by an experienced loader with over 300 previous loads performed. The valve load was confirmed via visual, tactile, and fluoroscopic inspection with no misload identified. At an unspecified time following the implant procedure, the patient died. The cause of death was not received.